Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device received in poor condition. Enclosure was cracked at the drain elbow. Multiple cracks on the tank cover near the screw holes. Water leaked from a crack near the drain elbow. The root cause of the reported issue was found to be a crack in the enclosure by the drain elbow. Actions were taken to mitigate the reported issue: replaced the enclosure.

Event description:
It was reported that the device was leaking water. No patient injury was reported.